Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record confirmed the device was manufactured and shipped in accordance with the manufacturing specifications. Based on the information provided for the investigation, the reported event was confirmed. The probable cause was most likely attributed to moisture entering the device and damaged the image sensor unit or the internal circuit board of the connector. Based on the investigation results, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the bronchovideoscope displayed the scope communication error (b30 error). The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.